Event description:
During the incoming inspection by distribution center staff, the devices were damaged. It was confirmed by sr that both devices were not used in the operation. These devices may have been damaged when the ns tried to set the devices before the operations, because the sr was an explanation of how to use the device for the ns. But the sr did not know the definite cause.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.